Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's right atrial (ra) lead exhibited noise. The patient was brought into the clinic and programming changes were made to address the issue. The patient had no adverse consequences.